Event description:
Sales rep (B)(6) reported on behalf of the surgeon that the forceps broke.

Manufacturer narrative:
Additional info has been requested and if made available, this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering eval.